Event description:
A patient reported low inaccurate readings with a one touch meter. On the day of the event, patient's blood glucose was 58mg/dl on ot meter before supper and 41mg/dl one hour after eating supper. Patient went to emergency room to have blood glucose checked. A laboratory test showed patient's blood glucose was 300mg/dl. Patient did not report any adverse events and did not receive any treatment at the ER. No further information has been reported.